Event description:
On (B)(6) 2011, customer reported that they were getting co2 calibration errors and fluid was observed at the bottom of the cx5 delta instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) and the customer, after performing extensive troubleshooting, determined that the leak was coming from the alkaline buffer syringe, leaking down onto the ion selective electrode (ise) bulk reagent compartment and then onto the floor. The customer found the tubing disconnected. Cts directed the customer to reconnect the tubing then prime the alkaline buffer 20 times. Once primed, customer calibrated the co2 channel again. This resolved the issue.

Manufacturer narrative:
(B)(4).